Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an MRI of the brain for headaches.(unrelated)  during the MRI patient  felt a transient shock sensation in  the pocket site and states this shock sent zingers / undesirable stimulation down their leg.  This happens only once and has resolved. The only lead >400 was case and zero the rest of the leads are normal.  No damage noted to the device. It was stated that it was related to therapy and device and not related to programming or implant procedure. Resolved without sequelae (B)(6) 2018.  No further complications were reported/anticipated at this time.